Event description:
The unit was alarming proximal line disconnect while the proximal line is connected. The customer reported the device was in use on a patient; however, there was no report of patient or user harm. The field service engineer (fse) evaluated the incident and the unit was alarming proximal line disconnect while the proximal line is connected. Advised customer to disconnect o2 and to power the unit on in normal operation and go back to pneumatics and try again. Customer reports that the issue went away and now they cannot reproduce the error. Provided customer the service guide and recommended update the software to (B)(4). Advised customer to perform a full performance verification test and perform the flow sensor zero procedure.